Manufacturer narrative:
Product ID 377660, lot# v001342, implanted: 2007-(B)(6), product type lead product ID 377660, lot# v019772, implanted: 2007-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s first implant was replaced due to battery depletion. It was noted that the patient stated that she had ¿all kinds of mris¿ with her device from 2007. It was further noted that the patient restated that she may have had an MRI or cat scan of her back or spine.